Manufacturer narrative:
Submit date: 11/14/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the sponges were severely linting.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. According to the investigation, based on the description of the incident a possible root cause could occur if the cutting blade moved during the cutting process, pulverizing the gauze resulted loose contamination. The supplier has taken following actions: added a cleaning process after the cutting process the operator must prep p the swabs but cutting the edge before the roll of gauze is put into the cutting machine to eliminate the potential of the product shedding. This complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.